Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump had motor error alarm. The drive support cap was normal. Customer was able to rewind the insulin pump and they were able to clear the alarm. Customer reported that they had both motor error and motor position encoder alarm in history. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify e70 alarm due to motor error alarms.